Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated that she took a manual injection and her sugar level did not come down. It was also reported that the alarm history shows a no delivery alarm the day before the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.